Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen display was "dim." Additionally it was reported that the wake button was unresponsive and detached from the pump. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.